Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the self-adhesive of the infusion set was not sticking well enough. No adverse event was reported. The infusion set was returned for product evaluation.

Manufacturer narrative:
Device received in a condition which made analysis impossible. Unable to test because it is not possible to perform a self-adhesive test on a used device.